Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on ((B)(6) 2025). The patient reports while wearing the pod they have received missing sensor value errors for the continues glucose monitor and the pod. The patient reports while at work they had a seizure and had fell down. In addition, the patient reports they had been convulsing. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with dextrose as well as intravenous fluids. The patient was discharged from the hospital the following day.